Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose (bg) level (414 mg/dl). Prior to going to the ER, the customer attempted to treat the bg by delivering a correction bolus. While in the ER, the customer was treated with an insulin injection, as well as intravenous saline and insulin. The customer was released from the ER the next day with no known permanent damage. The cause for the reported issue is unknown. A pump system check was performed and no pump issues were identified.